Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject ICD (paradym vr) and the defibrillation lead (sorin isoline 2cr-6 under advisory) were implanted on (B)(6) 2010. Upon analysis of the lead complaint ((B)(4)), the programmer files related to the ICD recorded on (B)(6) 2013 were found with incomplete data (holter memories were partially empty).